Event description:
The facility representative reported an infusion pump with bad batteries. This issue was reported to have occurred during bio-med testing. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Evaluation summary: the customer reported issue of bad batteries was confirmed. Inspection of the device found that the main batteries were depleted and potentially damaged. The main batteries were replaced during service. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated. Service of the device was conducted on-site.